Manufacturer narrative:
The insulin pump currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that the insulin pump had crack on the reservoir compartment and on esc button. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's mother stated that the blood glucose reached 250 mg/dl. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.